Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-apr-2024, it was reported that the patient experience that the 5-infusion set were leaking at site and infusion set is long for 2 days. No further information available.